Event description:
Analysis was completed on the suspect device. No other relevant information has been received to date.

Event description:
Additional information was received from the physician noting when the patient was hit in with the swing, it resulted in a possible injury to the patient's neck & chest, not just neck. The suspect device was later received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with low output current and low impedance. There were no error codes observed, only the message, however it was noted that the patient was struck in the jaw/neck area with a swing. The low impedance message persisted following system diagnostic tests on the generator. Internal data from the generator was received and reviewed. Additional information was received that the patient underwent a battery replacement as a result of the low impedance. The low impedance resolved once the new generator was implanted. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.